Manufacturer narrative:
The power adaptor was returned for evaluation. The enclosure for the power adaptor was assembled correctly. There was no damage to the enclosure. When the enclosure was opened it was found that the ac cable was not an edwards sourced or supplied cable. The cable was from a brazilian company, condlight. The condlight ac cable has a diameter of 5.8mm, which is 1.2mm smaller than the enclosure's sealing grommet. Due to the smaller diameter, the cord was loose in the grommet and would allow for fluids to enter the enclosure. Testing of this configuration determined that it could allow liquid ingress into the ac inlet if the non-edwards cord was used and the power adapter was mounted upside down again the instructions of the flag label, which was already confirmed that this facility had both the flag label and the cover applied to their units. There was residue inside the enclosure but no electrolytes or salts were found when tested. It is likely that liquid ingress occurred through the gap of the grommet and the non-edwards cable that led to the reported issue. The condlight ac cable (non-edwards cable) diameter is too small to provide an adequate liquid ingress prevention seal. All other components of the power adaptor enclosure kit were the proper parts. Another evaluation was conducted and it was concluded that damage was limited to the power adapter's input socket and c13 mating plug of the ac cable (condlight brand cable) this can be confirmed because the power adapter is still functional. The evidence continues to point to fluid ingress as the cause of the electrical short at the power adapter's input socket. There is a warning in the operators manual that states "do not connect a power supply to the databox or monitor that is not approved by edwards." The edward¿s operators manual has warnings that states "the monitor and power adaptors must be positioned in an upright position to ensure ipx1 ingress protection¿ and ¿shock or fire hazard! Do not immerse the ev1000 monitor, databox or cables in any liquid solution. Do not allow any fluids to enter the instrument.¿ there is a caution statement that reads ¿do not allow any liquid to come in contact with the power connector. Do not allow any liquid to penetrate connectors or openings in the case. If any liquid does come in contact with any of the above mentioned items, do not attempt to operate the platform. Disconnect power immediately and call your biomedical department or local edwards representative." The issue has been evaluated for a pra, a CAPA has been opened, and the hospital has acknowledged the fca for this issue. A site visit was conducted december 1, 2020 to reemphasize that only edwards power cords are to be used with the ev1000 platform. A second site visit was conducted on january 13, 2021 to verify that all ev1000 platforms had edward power cables and covers were installed on the power adapters. The hospital staff was also reoriented regarding the importance of maintaining the original cables and accessories. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results.

Event description:
As reported, during use of an ev1000a platform, a spark and smoke were noted at the connection of the power adapter to the databox. Because the platform turned itself off, the invasive arterial pressure was lost. The patient was disconnected from the system. The platform power adapter was flag labeled, mounted correctly and the power adapter cover was in place as directed per field corrective action 128 when this incident occurred. There was no allegation of patient or hospital staff injury associated with this event. After replacing the power adapter on the ev1000a platform, it worked without incident. The power adapter is available for evaluation.